Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of sensing and elevated capture threshold were observed on the right ventricular (rv) lead. During lead revision, the rv lead could not be repositioned so it was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The lead was received with the helix fully extended and containing blood and body tissue. The inner coil was over-torqued and so the helix mechanism test was unable to be performed at first. After cleaning, the helix was able to be retracted and extended. The reported loss of sensing and high threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.